Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump button need to press twice. Customer's blood glucose level was unknown. Customer also stated that there was crack in the screen top right to the body and overlaps to the piston when rewind gear is slower and louder. The device will not be returned for analysis.